Event description:
It was reported that this cardiac resynchronization therapy pacemaker transitioned to safety mode. At this point, the device needs to be replaced and returned for analysis but remains in service. The sales representative will discuss with the physician on how to proceed. The patient was reached via phone, however, they changed their residence, so they are no longer being followed by the same care facility according to the sales representative. The patient was instructed to establish care in (B)(6). Sales representative at (B)(6) at regional medical center ER mentioned that after device check, the need for replacement was instructed to the staff. However no more information was received from this patient nor has the device been replaced at the regional medical center. No adverse patient effects were reported. Additional information was received mentioning that this cardiac resynchronization therapy defibrillator (crt-d) has been surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker transitioned to safety mode. At this point, the device needs to be replaced and returned for analysis but remains in service. The sales representative will discuss with the physician on how to proceed. The patient was reached via phone, however, they changed their residence, so they are no longer being followed by the same care facility according to the sales representative. The patient was instructed to (B)(6). Sales representative at (B)(6) ER mentioned that after device check, the need for replacement was instructed to the staff. However no more information was received from this patient nor has the device been replaced at the (B)(6). No adverse patient effects were reported.